Event description:
Post market surveillance study. It was reported 282 days following a coronary artery stenting treatment procedure that the pt returned with restenosis requiring subsequent reintervention. The index procedure treated the 90% stenosed 2.59x13.2mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation with an unk 2.5x15mm balloon inflated to 10 atms, the placement of a 2.5x16mm taxus express2 drug eluting stent inflated to 14 atms and post dilation with a 2.75x15mm balloon and the delivery stent balloon both deployed at 20 atms. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. The pt was discharged 2 days later on panaldine and bayayspirin. About 282 days following the index procedure, the pt was diagnosed with angina pectoris in the left main coronary artery (lmca), stenosis in the left anterior descending artery and in stent restenosis in the 1st obtuse marginal branch (target lesion). On day 301 during reintervention, an unk sized taxus stent was implanted in the 50% stenosed 3.5x20mm lesion located in lmca, and angioplasty and an unk taxus stent were implanted in the 90% stenosed 3.0x16mm lesion located in the mid lad artery and angioplasty and an unk taxus stent were placed in the 1st obtuse marginal branch (target lesion) all resulting in 0% residual stenosis. The physician listed the in stent restenosis in the target lesion as "obviously related" to the device, but found the new lesions as "not related" to the taxus stent or the anti-platelets.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be file.